Manufacturer narrative:
(B)(4). Batch # x95u16. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no damage in the external components; upon visual inspection, one clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, the tyvek and a plastic bag with a partially clip formed were returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, 2 clips came out at same time when the device was fired. Jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.